Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Sold to - fax #: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The shaft was microscopically examined. The device showed a separation on the nickel shaft approximately 4cm to 7cm proximal the tip. The device was not completely separated the inner liner was still attached. The hub was completed separated from the device approximately 16cm from the strain relief. The tip showed some damage in the form of a tear or hole. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
Reportable based on device analysis completed on 09-aug-2017. A direxion hi-flo microcatheter was selected for use. During preparation of the device, it was noted that the shaping mandrel was difficult to remove and the nickel shaft broke. The procedure was completed with a different device. No patient complications reported. However, device analysis revealed a hole or cut in the tip.